Event description:
It was reported that the insulin gauge on the pump displayed a different amount than expected. There was no adverse impact to the customer's blood glucose level. Customer reloaded the cartridge to resolve the issue.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.